Event description:
It was reported by the customer that the pyxis medstation es system experienced the communication issue and also required the critical override assistance. This incident resulted in a delay to patient care, and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a communication issue. A technical support specialist provided the steps to set devices on critical override and resolved the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after troubleshooted the device.